Event description:
It was reported that the nicu department has experienced an unspecified number of events in which the tubing set is unintentionally disconnecting from the precedex IV bag during use without specific details regarding the events. Although requested, there was no information given regarding patient harm reported by the customer.

Manufacturer narrative:
No product will be returned per customer. The customer complaint of tubing set unintentionally disconnected from IV bag could not be confirmed due to the product was not returned for failure investigation. A photo of packaging pouch was provided by the customer, however it does not confirm complaint of tubing set unintentionally disconnected from IV bag. The root cause of this failure was not identified as no product was returned.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. No patient age and/or date of birth was provided. The event reportedly occurred in the nicu, therefore, it is presumed that the patient's were neonate patients.

Event description:
It was reported that the nicu department has experienced an unspecified number of events in which the tubing set is unintentionally disconnecting from the precedex IV bag during use without specific details regarding the events.